Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited sudden high out of range pacing impedance measurements. Technical services (ts) advised there is no evidence of noise on the rv lead. Ts suggested isometrics be performed. Additional information from the field representative provided isometrics were completed and were normal. No reprogramming was completed at this time. The patient will continue follow ups as normal. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited sudden high out of range pacing impedance measurements. Technical services (ts) advised there is no evidence of noise on the rv lead. Ts suggested isometrics be performed. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.